Event description:
It was reported that the insulin pump alarmed no delivery and that the customer was unable to access any of the screen's display above the rewind screen. The blood glucose reading was 279 mg/dl. The customer stated that he could not exit the rewind screen when pressing the esc button. Upon troubleshooting, the customer was assisted with connecting a new reservoir and infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.